Event description:
It was reported that the field representative called for review of a presenting electrogram (egm) for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed and found there is right ventricular (rv) oversensing of the p wave. There were no other events or presenting's in latitude. Ts recommended an in-clinic evaluation and rv lead testing along with obtaining a chest x-ray. At this time, the system remains in service. No adverse patient effects were reported.